Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was by the implantable cardiac monitor (icm) experienced undersensing. The icm remains in the patient. No patient complications h ave been reported as a result of this event.